Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock therapy due to atrial fibrillation (af). The patient was hospitalized, the treatment will be adjusted, and an ablation is scheduled. This s-ICD remains in service. No additional adverse patient effects were reported.